Event description:
Lung wedge resection. Slc55b was used to transect the lung parenchyma with success. An slcr55b reload was placed on the dlu to further divide the tissue. The dlu had gotten into firing range and deployed staples but upon inspection, the staples were under-formed on the proximal end of the staple line with 3-4 staples clearly not fully b-shaped. A new slc55b dlu was used to successfully complete the case.